Manufacturer narrative:
During the evaluation on the returned autopulse platform (sn (B)(4)), user advisory - ua07 (discrepancy between load 1 and load 2 too large) was observed during power on. It was determined that the root cause was due to a defective load 2 cell as a result of an aging component. To remedy the issue, the load 2 cell was replaced. The ap platform was tested and as expected, it passed all functional tests and ready for clinical use. The original reported complaints of damage front enclosure as a result of a dropped and stiffness on the drive shaft as a result of wear and tear were identified during visual inspection, thus, confirming the reported complaints. To remedy these identified issues, the front enclosure was replaced and the sticky clutch plate was deburred. The autopulse platform is a reusable device and was manufactured in april 2009. The device has been operating for over 9 years and has exceeded its expected serviceable life of 5 years. Initial functional testing could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon platform power on.

Event description:
During functional testing of the returned autopulse platform (sn (B)(4)) on (B)(6) 2018, user advisory - ua07 (discrepancy between load 1 and load 2 too large) displayed on the screen. In addition, the customer also noticed the platform has a damaged cover and the shaft was stuck while performing a shift check.